Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. Results: a small break was observed in the feedset tubing at the connection to the waterbag spike. A lot check revealed no other complaints of this nature for lot number 100508. Conclusion: the damage appears to be due to the tube being pulled away from the spike, possibly if the spike got caught or was under tension. All mr290 chambers are pressure tested for leaks before they leave the production line. A split in the tubing would have caused the device to fail pressure testing; this suggests that the feed set tubing was split post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A distributor in (B)(6) reported that water feedset tubing of an mr290 autofeed humidification chamber leaked. No patient consequence was reported.